Event description:
The hospital reported that during use, ligation of vessel branches, the cautery did not function correctly. No steam occurred. The power supply, cord and adapter were all switched. A new device was opened to complete the procedure. Minimal delay in case to troubleshoot and open a new evh kit. No patient injury.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/16/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. The lot # 3000470997 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h11. The device was returned to the factory for evaluation on 07/16/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. A manufacturing engineer evaluation was conducted 10nov2025. Evaluation details: the complaint was confirmed. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. The electrical continuity of the complaint vh-4000 hemopro2 tool was tested using the complaint lab¿s multimeter (calibration ID# (B)(4)). The electrical continuity of the complaint vh-4000 hemopro2 tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device, which is not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the break in the device¿s electrical circuit. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The wire from the welder unit that is normally welded to the switch terminal was found to be disconnected and not in contact with the switch terminal. Examination of the switch terminal showed remnants of the wire that remained attached. There was evidence on the switch terminal indicating that there had been a blowout during the welding process damaging both the wire and switch terminal. Examination of the wire from the welder unit demonstrated signs of being damaged due to a blowout during the welding process. Based on the visual evidence, the wire from the welder unit was disconnected from the switch terminal due to a blowout during the welding process. Out of tolerance consideration: the welder unit wire is welded to the switch terminal per work instruction (B)(4) (switch, fuse, and bulkhead connector weld). The shop floor paperwork for the hemopro 2 tool subassembly batches 3000470010 and 3000470293 (material 90527943-01) was reviewed to determine what equipment was used in the switch, fuse, and bulkhead connector weld station. Subsequently, an oot query was performed for the date range from 01-jul-2023 to 03-jul-2025. An analysis was performed, which identified the equipment as out of tolerance. See attached shop floor paperwork and oot query for objective evidence conclusion: the manufacturing engineering evaluation performed on november 07, 2025, determined the probable root cause of the reported failure mode ¿electrical/electronic property problem¿ was a manufacturing issue where the welder unit wire disconnected from the switch terminal which prevented electrical current from going to the heating elements in the jaws of the vh-4000 hemopro2 tool.